Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/4/2021. H.6. Investigation: a device history record review was completed for provided lot number 0128335. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, the affected sample was returned for evaluation by our quality engineer team. The catheter was closely inspected and the condition of the catheter indicated that the catheter was pulled and broken during use. An exact cause related to the manufacturing process could not be determined for this incident as the sample revealed signs of damage during use. It is important that the instructions for use are closely followed when using the saf-t-intima product. H3 other text : see h.10.

Event description:
It was reported that a saf-t-intima prn yel 24ga x 0.75in row had the catheter back out of the vein during use. The following was reported by the initial reporter: "the intravenous catheter is found out of the vein, the dressing is almost completely sectioned."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a saf-t-intima prn yel 24ga x 0.75in row had the catheter back out of the vein during use. The following was reported by the initial reporter: "the intravenous catheter is found out of the vein, the dressing is almost completely sectioned."